Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure upon placing the right ventricular (rv) lead, pacing system analyzer testing was initiated and the intracardiac waveform could not be confirmed due to noise. Troubleshooting was performed by attempting to reapply the alligator clip to the lead connector, replacing cables, and restarting the mobile programmer application and the tablet, but the event did not improve. No abnormalities were observed when the lead was removed from the body. It was noted that when the lead was initially opened and screw protrusion retraction was performed outside the body, no abnormalities were noted. The rv lead was placed again and measurements were attempted, but they did not improve. It was noted that high pacing output did not capture the myocardium. The rv lead was removed and replaced with a new rv lead, which was measured without any problems and no noise could be detected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.